Event description:
It was reported that approximately two days after the implant of this left ventricular (lv) lead, the lead exhibited high capture thresholds and the patient experienced diaphragmatic stimulation due to a dislodgement discovered during x-ray examination. The physician decided to explant and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that approximately two days after the implant of this left ventricular (lv) lead, the lead exhibited high capture thresholds and the patient experienced diaphragmatic stimulation due to a dislodgement discovered during x-ray examination. The physician decided to explant and replace this lead. No additional adverse patient effects were reported.